Event description:
It was reported that post implant, the right atrial lead exhibited intermittent undersensing. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.